Event description:
It was reported "during insertion the guide was impossible to advance, and it got stuck, it was impossible to remove. The device was replaced." Additional information received from the customer states "resistance was observed when I tried to lower the guide into the needle, prompting me to move the needle. I thought it was blocked against the wall, so I repositioned my needle, without success. So I wanted to remove the guide to see if there was still blood reflux and check that the needle was still in the vein, but I couldn't remove the guide and had to remove the guide and needle." The device was removed, and a new set was used requiring the patient to be re-punctured three times which resulted in a hematoma. The third insertion was a success. There was no medical intervention required. The patient's current condition is reported as "deceased". The customer reports "patient deceased within the first 48 hours of treatment (death has no link with the incident)."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return; however, the customer provided one photo for analysis. The complaint of guidewire difficult to advance cannot be confirmed by the photo as the photo does not provide visual evidence of the reported defect. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "during insertion the guide was impossible to advance, and it got stuck, it was impossible to remove. The device was replaced." Additional information received from the customer states "resistance was observed when I tried to lower the guide into the needle, prompting me to move the needle. I thought it was blocked against the wall, so I repositioned my needle, without success. So I wanted to remove the guide to see if there was still blood reflux and check that the needle was still in the vein, but I couldn't remove the guide and had to remove the guide and needle." The device was removed, and a new set was used requiring the patient to be re-punctured three times which resulted in a hematoma. The third insertion was a success. There was no medical intervention required. The patient's current condition is reported as "deceased". The customer reports "patient deceased within the first 48 hours of treatment (death has no link with the incident).".